Event description:
It was reported that the stent dislodged inside the patient requiring additional intervention. The target lesion was located in the middle of the left anterior descending (lad) artery. A 3.00 x 8mm synergy xd drug-eluting stent was used for treatment. Prior to inflation, the stent came off the balloon. When the balloon was inflated to securely deploy the stent inside another stent, the balloon ruptured. A new stent was inserted to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 8mm stent delivery system, catheter was returned for analysis. Visual, tactile, microscopic and functional analysis was performed on the device. Visual and tactile inspection identified no issues with the hypotube shaft, no issues were identified with the outer / mid-shaft sections or the inner lumen of the device, and no stent was attached to the balloon. Microscopic analysis revealed the balloon was subjected to positive pressure and the bumper tip showed no signs of distal tip damage. Functional analysis was performed, the device was attached to an inflation unit and the balloon was inflated to its rated burst pressure per the instructions for use. No other device issues were identified during returned product analysis.

Event description:
It was reported that the stent dislodged inside the patient requiring additional intervention. The target lesion was located in the middle of the left anterior descending (lad) artery. A 3.00 x 8mm synergy xd drug-eluting stent was used for treatment. Prior to inflation, the stent came off the balloon. When the balloon was inflated to securely deploy the stent inside another stent, the balloon ruptured. A new stent was inserted to complete the procedure. No patient complications were reported.